Manufacturer narrative:
Upon further inspection of the valve by an edwards¿ tissue engineer, the irregular flap sticking up from the leaflet was able to be lifted and appeared to be a flat piece of foreign material adhered to the rough side of the leaflet, rather than a tissue defect. The foreign material was removed and sent for chemistry evaluation. The sample was chemically tested (ftir) and showed similar absorption characteristics to polypropylene-like material. The bill of material (bom), process sheets, and manufacturing aids, such as templates and tooling used to build sapien valves were thoroughly analyzed looking for the presence of polypropylene materials along the process. Polypropylene material was found to be present in jars, jar caps and jar gaskets. The original jar was not returned to edwards, and was not available for inspection. Therefore, a thorough investigation of the process and materials was performed to find potential sources of the foreign material. A DHR review was performed of the work orders of the components in the bom. The review was performed to identify any issues that could have contributed to the generation of polypropylene particulates. Only three (3) components were identified to have polypropylene material: the jar, jar cap, and one side of the gasket used in the jar cap. There were no non-conformances identified in the work orders analyzed during the DHR review that could have contributed to the foreign material on the valve in this case. A manufacturing non-conformance was confirmed; however, the source of the polypropylene particulate could not be determined at this time. Review of complaint history from may 2010 to may 2014 for all edwards valves (transcatheter and surgical heart valve products) did not reveal any similar complaints; therefore this is appears to be an isolated event. No specific root cause can be determined at this time since it is unknown at which point the particle was introduced to the valve. A CAPA has been initiated to further investigate this issue.

Manufacturer narrative:
This valve has been returned to edwards for evaluation. Initial inspection of the valve revealed that one leaflet on the inflow side was observed to be delaminated and part of the tissue was protruding. The investigation is ongoing.

Event description:
Upon inspection of the 26mm sapien valve after removal from the cage, prior to crimping, a small piece of tissue sticking up from one of the leaflets was noted. The decision was made to pull another valve for the procedure. The flap appeared to be a part of the bovine tissue. Upon further inspection of the valve by an edwards¿ tissue engineer, the irregular flap sticking up from the leaflet was able to be lifted and appeared to be a flat piece of foreign material adhered to the rough side of the leaflet, rather than a tissue defect.

Event description:
Upon inspection of the 26mm sapien valve after removal from the cage, prior to crimping, a small piece of tissue sticking up from one of the leaflets was noted. The decision was made to pull another valve for the procedure. The flap appeared to be a part of the bovine tissue.